Event description:
During preventative maintenance of the device, the field service rep reported that the unit fails to initialize correctly. The unit was repaired at the medical facility. Since the event occurred during preventative maintenance, there was no pt involvement.